Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated the had 257 mg/dl blood glucose reading in the morning than it increased to 267 mg/dl. Customer was treated with manual injection. Customer also reported no delivery alarm but the issue was resolved by changing the infusion set and reservoir. Products will not be returning for analysis.